Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was not returned. Examination of the returned device revealed the balloon had been inflated and deflated, and the balloon wings were not refolded. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that prior to a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). When the physician was going to insert a 3.00x16mm promus premier stent into the patient, he found the stent flared. The procedure was completed with another same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that prior to a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). When the physician was going to insert a 3.00x16mm promus premier stent into the patient, he found the stent flared. The procedure was completed with another same device. No patient complications were reported and the patient's status was stable.